Event description:
It was reported that the refill date on the personal therapy manager (ptm) was not accurate. The ptm was showing a refill date of 2013 which was incorrect. The reporter asked if maybe the physician programmer that the pump was updated with just needed to be updated. The patient had a refill scheduled for the week following the report date. The reporter had no patient, health care provider (hcp) or drug information at the time of the call. The type of medication being delivered via the device system was not provided. It was later reported that the ptm still had the patient¿s previous refill date displayed. The device manufacturer representative decoupled and recoupled the ptm which resolved the issue. There were no therapy issues reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 731sc, serial# (B)(4); product type catheter. (B)(4).